Event description:
The u2 straight medium m attachment overheated during testing performed by field service tech during a routine service maintenance visit. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
Visual inspection observed debris on the nose bearings.